Event description:
It was reported that the patient underwent surgery for implant of dynamic rod stabilization. Sometime post-op a rod was broken. The patient underwent a revision surgery to remove the construct and implant additional hardware.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation.